Event description:
Information was received indicating that cadd medication cassettes, were found to have plastic floating in the reservoir bags. The reporter did not indicate how many cassettes were affected, several attempts were made to obtain additional information. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).